Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol flat mesh (device #1) used to treat the patient. The patient's attorney did allege injuries and subsequent surgery; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol flat mesh (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol xen matrix mesh device. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol bard mesh (device #1) or an unspecified bard/davol bard xenmatrix mesh on (B)(6) 2006 or (B)(6) 2014. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol bard mesh (device #1). As reported, the attorney alleges patient experienced emotional distress and the device was defective.